Event description:
It was reported that customer received replacement pump that appeared used in packaging and displayed blue screen. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.